Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 507658 implantable pacing lead implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient had episodes of weakness, dizziness, and bradycardia with the physician reporting the patient's heart rate in the 40's and questioned the device function. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.